Event description:
Consumer reported experienced tampon was inside for 2 months/developed a pelvic inflammatory disease/stage 3 yeast infection/atrial fibrillation/hospitalized 4 x since aug 2004/each hospitalization lasted 3 - 12 + days. Cons alleges pelvic inflammatory disease and atrial fibrillation resulting in repeated hospitalizations, many tests, ongoing tx with numerous meds and inability to work as result of retained tampon/ previous hx includes congestive heart failure, hypertension, irregular heavy menses / weight over 200 pounds/hx also indicates cons is a smoker/meds taken prior to cons stated exp with tampon cons concomitant med included nitro-dur as needed, toprol and welbutrin (allegedly not for smoking) cessation -had been on different antidepressent previously) / reports using ob tampon obtained in sample packet from nurses office - cons doesn't usually use o.b. Brand/packet allegedly contained midol, literature and ob/cons states consumer used o.b. Tampon for menses sometime in june 2004 / cons states that tampon had a string when inserted/cons states she didn't remember removing tampon nor did she realize the tampon was still inside - cons states she assumed tampon was no longer in/cons states she continued with bleeding p.v from june thru august/cons states she continued to use tampons and later switched to pads because of foul vaginal odor and vaginal discharge mixed with blood/cons states she went to planned parenthood x 2 and her hcp x 1 for complaint of vaginal odor and bleeding prior to hospitalization in aug/cons states dates documented in med records - cons doesn't recall all exact dates at this time/cons states hx of irregular periods and heavy menses/cons states she was tx with vaginal metrogel several times and also oral med/cons states tampon not found during pelvic exam/dx bacterial infection/cons states she began became "sick" - fever, chest discomfort/went to ER on or about 8/2004/cons states retained tampon found and removed/also dx with atrial fibrillation/hospitalized several days/cons states she was admitted again to hospital in oct. 2004 for about 6 days, readmitted again in nov 2004 for about 6 days, readmitted again in nov 2004 for about 6 days and again hospitalized in dec 2004 for about 12 days / cons states she has had cardiac catheterization / current meds now include asa 81mg, coumadin, cardizem, beta paste, ceftin, prednisone, nexium, ranitidine, lovenox, diovan, toprol, hctz, mobic, ambian, effexor, psuedafed as needed, flonase as needed and zyrtec as needed / cons states she hasn't been able to work / respiratory capacity allegedly at about 72% - respiratory therapy treatment allegedly soon to begin / application for disability allegedly denied by social security / cons states she is going back to hospital tomorrow for evaluation of coumadin / cons states she is working with social services and charity care / cons states insurance covered some of her expenses / allegedly no insurance coverage in nov 2004 / cons states she now has insurance / cons states she is seeking monetary compensation due to he exp with tampon which cons alleges was at fault and defective causing current health problems / cons has no prod sample for return / cons states tampon which was removed may be in pathology dept at hospital sent to cons so that she may send her medical records for review / advised cons that her exp and med hx complicated / advised cons to continue medical follow up and continued assessment of meds taken / no promises of compensation made / assured cons that medical documentation will be reviewed by appropriate personnel /